Event description:
End tidal co2 reported to rise after pt anesthetized. Dates of use: 2007. Diagnosis or reason for use: open heart surgery. Event abated after use stopped: yes. Event abated reappeared after reintroduction: no.